Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and found that the power switch was faulty. The fse replaced the service part review module to resolve the issue, restoring normal system functionality. The defective review module was returned for analysis and result indicated that the malfunctioning stop button was due to a missing anti slip component. After replacement, the system was returned to use in good working order.

Event description:
It was reported to philips that there was an issue with the power button on the review module, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.